Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old mixed race (african american and hispanic/latino) female patient underwent a revision breast augmentation with a 225cc mentor smooth round moderate profile prosthesis and experienced postoperative left-sided anisomastia and breast pain. Approximately (B)(6) 2021, the patient noticed that her left breast appeared bigger than the right side. The patient stated that her right breast did not become smaller, and her left breast just increased in size. In addition, the patient experienced breast pain when she had a physical examination with a healthcare professional. The patient was scheduled to have a consultation with a surgeon on (B)(6) 2021. At the time of this report, mentor has received no information regarding an expected explantation date. The event date was estimated as (B)(6) 2021 based on available information.